Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician had difficulty advancing the guidewire through the left ventricular (lv) lead's lumen. The physician opted to backload the lead into the guidewire. The physician then had placement difficulty with the lead and the lead was removed. It was noted that there was excessive blood ingress at the distal portion of the lead which suggested tip seal damage. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.